Manufacturer narrative:
(B)(4). To date the instrument has not been received back from the customer. If received, the instrument will be forwarded on to the manufacturing site for evaluation.

Event description:
Sales rep stated " the scissor and the tungsten carbide insert broke off in the patient -  no injury", sales rep has sample.

Manufacturer narrative:
(B)(4). The complaint sample was provided and an evaluation was performed. This instrument was manufactured in january of 2014. A review of the device history record (DHR) was performed for this lot. There were no issues identified with the material or manufacturing process that would have contributed to the reported issue. The manufacturing site found that the solder of the carbonite tungsten insert was acceptable. A complaint review was performed for this instrument over the last two years. (December 2012-december 2014).there have been no other reported complaints for this instrument during this time period. The reported issue will continue to be trended and evaluated by carefusion. Unfortunately the root cause is unknown. It is possible that too much pressure was applied to the tips of the scissors.